Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
A consumer reported a patient implanted with a deep brain stimulator (dbs) had a history of diabetes, high blood pressure, and taking gabapentin. Since implant the patient had one hand that wasn't in control and didn't feel like it was working or adjusted correctly as the other arm worked really well. According to the consumer it ¿pretty much would only be in control for a little while and once it was adjusted a day or two later the shaking would start again. On (B)(6) 2018 the patient went to their healthcare provider (hcp) to have their device adjusted. During this time, they ¿took the current way down to show that the device was working because the patient was thinking their device wasn't working well; helping her.¿ it was noted they took stimulation way down and then turned it back up. The following morning the patient passed away which the consumer believed was related to the device. According to the consumer they ¿weren't putting down that the device caused the patient¿s death, but they (the consumer) thought it was related to the device because it was hard on them to be readjusted and when they were found the morning of (B)(6) 2018 they had their patient programmer (pp) in their hand in their chair so the patient was checking their device.¿ when the consumer was asked if an autopsy was going to be performed they stated no, they wouldn't be doing that; they weren't making any claims and the ¿patient was happy with their surgery and their surgery and their device.¿ the patient was scheduled to be cremated so the device was going to be explanted but wasn't going to be returned as the funeral home was going to dispose of it. Relevant medical history includes essential tremor.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.